Event description:
No new information.

Manufacturer narrative:
Additional information: d4, h4, h6. Correction: it was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The reported event could be confirmed based on the identification of the infection organism (candida albicans). Following surgery, the patient developed right periorbital swelling and was treated with antibiotics; during explant surgery, granulation tissue, biofilm, and a perforation with purulent drainage were observed at the fossa site. Stryker¿s medical expert concluded that the candida albicans periprosthetic joint infection was not caused by the tmj device itself, but likely resulted from local fungal colonization becoming virulent and forming biofilm (see communication log). Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the right fossa component was removed due to an ear infection.